Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep noted the battery dead. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 435135, serial# (B)(4), product type lead. Product ID 435135, serial# (B)(4), product type lead.

Event description:
A healthcare provider (hcp) reported via manufacturer representative (rep) that the patient was last seen in the clinic on (B)(6) 2014, and at that time the implantable neurostimulator (ins) was functional. For the past year, the patient has had continuous nausea, epigastric abdominal pain, bloating, and gastroesophageal reflux disease. The patient's symptoms were not associated with food, and were present throughout the day. They also had a one year history of watery diarrhea, described as yellow, acidic, and seedy. They had been vomiting for the past year, and now ate small meals throughout the day. Over this time, they had a 40 pound weight gain. The patient believed their ins was not currently working because the symptoms they experienced were similar to the symptoms they had prior to the ins placement in 2011. It was further provided that the battery was changed on (B)(6) 2017. It was noted that the patient had a nine year history of gastroparesis prior to ins placement. There were no further complications reported as a result of this event.